Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the device met all dimensional specifications. A visual inspection of this device was performed under 10x magnification and the reported condition was confirmed. Evidence suggests that the device was exposed to excessive lateral force during use. Therefore, it was determined that this event occurred due to misuse. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the"burr broke" during a procedure. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.